Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on mm/dd/yyyy under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2016 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).